Event description:
It was reported that during a lap gastric by-pass, the device jammed and staples became loose in the abdomen and were not closed. Sutured over to secure the staple line. There was no pt consequence reported.